Manufacturer narrative:
During follow up the customer declined to download the pump and stated that the pump has been working fine since the initial call. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset and the insulin gauge displayed zero. There was no impact on the customer's blood glucose levels. During troubleshooting with tandem technical support, customer was advised to reload the cartridge and resume insulin. Follow up with customer same day indicated that the pump was performing as intended. Customer declined to download pump data to help determine why the reset occurred.